Event description:
The patient presented to clinic having experienced syncope. The device was found to be in back-up vvi (bvvi) mode. Technical support was contacted and a device download was attempted, but not successful due to interrogation issues. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Event date is estimated to be in (B)(6) 2020.

Manufacturer narrative:
The reported events of pacemaker found in back-up mode and interrogation problem were confirmed. The device was received with no telemetry communication and no output. Analysis of the provided device image found device was in backup operation mode. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.